Manufacturer narrative:
The device was received fully deployed. The device was received in pod state 15 and delivered 53 pulses, indicating the pod successfully completed first and second prime before it was deactivated. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported needle mechanism failure. The exact cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: up1a.231005.007.s901u1ueu7exk6. Hardware: sm-s901u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that he completed the priming process and confirmed the double beep correctly; however, the cannula was not inserted into the skin. All other aspects of the pod appeared normal, and the cannula was visible upon removal. The pink slide did not advance when the pod was activated, indicating a potential needle mechanism failure. The pod was not worn, and there was no reported impact on the patient¿s glucose levels.